Manufacturer narrative:
Product ID: 38892836, lot# b0249591k, implanted: (B)(6) 2004, product type: lead. Product ID: 30951036, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
It was reported that the screener stopped working now and then; the ground plate became loose and the patient did not re-attach it. There was normal removal of temporary electrode (intervention was lead removal). Issue was resolved.

Event description:
Additional information received clarified that the event happened during the patient's trial.

Manufacturer narrative:
(B)(4).